Manufacturer narrative:
Product event: (B)(4).

Event description:
During routine testing, the pulsar generator measured high output on cut 6, cut 8, and coag 5. There was no patient involvement, therefore patient information was not requested.

Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: during routine pm testing, the generator measured high output on cut 6, cut 8, and coag 5. Customer also noted that a 2nd generator was also tested and high output was identified on cut 6, cut 7, cut 8, and coag 4. Analysis conclusion: the reported issue of high output on cut 6-8 and coag 4-5 was not able to be confirmed. The generator functioned as intended. Some minor cosmetic damage was identified, which had no impact to functionality. If information is provided in the future, a supplemental report will be issued.

Event description:
During routine testing, the pulsar generator measured high output on cut 6, cut 8, and coag 5. There was no patient involvement, therefore patient information was not requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.